Event description:
Customer reported via phone, the insulin pump kept shutting off. She will replace the battery and within one or two days the battery is already dead and it gives her a blank screen without any warning. Customer didn't provide her blood glucose, only stated it had been fine since she noticed when the issue was occurring and took care of it. No physical damage was noted on the device. The device hasn't been dropped or bumped. Customer reported the spring in the insulin pump is corroded. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device had cracked case at the display window corners, broken reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.